Event description:
A caller customer reported on behalf of a (child) customer who received a lower reading from the adc device compared to a competitor brand meter. It was further reported that the customer was treated with sweet juice and candy. Consequently, the customer's glucose was "very high" and experienced symptoms described as "feeling bad and turned pale" and was administered insulin (type/dose unknown) for treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.